Manufacturer narrative:
(B)(4)

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the cath lab. During use, 2 or 3 red mist drops were found in the helium drive line tubing, but the pump did not alarm. After a while, more red mist filled the tubing and the doctor stopped the pump. There was a reported delay and interruption in therapy. Medical/surgical intervention was required to remove the catheter. There was no other attempt at the procedure. There were no reported patient death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. Although, the root cause of the central lumen break is undetermined the iab was found kinked near the distal tip of the iab and the central lumen was broken at this location. No other leaks were detected during leak testing. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex has assessed the risk for the reported complaint. There are no new or revised risks. This complaint will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the cath lab. During use, 2 or 3 red mist drops were found in the helium drive line tubing, but the pump did not alarm. After a while, more red mist filled the tubing and the doctor stopped the pump. There was a reported delay and interruption in therapy. Medical/surgical intervention was required to remove the catheter. There was no other attempt at the procedure. There were no reported patient death.